Event description:
A patient reported blood glucose results of "347 mg/dl" with a lifescan meter and "160 mg/dl" on a laboratory device, performed within 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The check strip test passed within specs. The control solution is been replaced for further testing of the meter.